Manufacturer narrative:
Device evaluation summary: the trailblazer catheter was received in two segments and exhibited witness mark consistent of the distal tip being recovered by a snare, (e.g. The kink just proximal of the distal radiopaque marker band). The segments were separated proximal of the proximal marker band; approximately 80.5cm distal of the printed strain relief distal tip. The distal segment included all three radiopaque marker bands. All components of the trailblazer were accounted for. The working length of the returned catheter measures approximately 94cm (85cm to 95cm per design). Just proximal to the distal marker band was a kink. The separation faces exhibited tensile stretching, rotational stretching and bending. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use a trailblazer support catheter to treat a lesion in the sfa. The artery had a diameter of 6-7 mm with little tortuosity. No abnormalities were reported in relation to the patient¿s anatomy. The device was prepped as per the IFU. The thumb screw/ lock-pin was checked for securement prior to the procedure. A 6 fr sheath and 0.035" guidewire was used in the procedure, no embolic protection was used. The vessel was not pre-dilated. The physician was met with resistance during advancement but no excessive force was used. It was reported that the catheter got caught in the external/ common iliac artery and was unable to cross the lesion. The catheter had passed through a previously deployed unknown self-expanding stent. The tip of the trailblazer detached and it had to be retrieved using a gooseneck snare. The procedure was completed using a 5 fr catheter and a new trailblazer. No patient injury was reported.